Event description:
Four erroneous ufh results with sta liquid anti-xa reagent on sta compact max analyzer were reported. All of them were falsely <0.1 iu / ml results (indicating an absence of heparin). On (B)(6) 2021: results <0.1 iu / ml. Then, tests reran the same day on another instrument: patient 1: released at 0.51 iu / ml; patient 2: released at 1.11 iu / ml. Patients 1 & 2 have received a change in the therapy but no serious injury was reported. On (B)(6) 2021: results <0.1 iu / ml. Then, tests reran 30min later on the same instrument: patient 3: released at 0.33 iu / ml. Patient 4: released at 0.21 iu / ml. No information about any changes in treatment for these patients. No serious injury to our knowledge.

Manufacturer narrative:
The instrument data files were analyzed by our r&d department. They have checked the pipetting heights on the concerned patient's sample tube (with erroneous results released) and confirmed that the level detections occurred too high, before reaching the tube (just above the cap). These level detection resulted in pipetting in the air which is consistent with the wrong <0.1 ui/ml results. The field support engineer's interventions on (B)(6) 2021 resulted in the changing of several spare parts (see initial report), however there is no evident relationship between this random issue and the spare parts changed. Conclusion: the instrument file analysis and local intervention did not lead to a conclusive determination of the root cause of this random and rare level detection error. Stago has concluded its investigation into this matter and considers it as confirmed and isolated, and plans no further action in this matter. Final report related to initial report #8043723-2021-00001.